Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The device was found within specification in relation to the reported system error 345. The reported problem of 'error 345' was recorded in the event history log (ehl) review as 'system error 345' messages, but it was not duplicated during evaluation. Evaluation observed the upstream and downstream thermistor readings to be within specification. Troubleshooting the device revealed no hardware/software abnormalities that would induce the reported allegation. The 'system error 345' alarms in the log were likely a result of normal pump operation. The ultrasonic sensor was replaced per servicing procedure. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed system error 345 (thermistor disparity). There was no known patient injury or medical intervention associated with this event. No additional information is available.